Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model pcb00 +22.0 diopter) into the patient's right eye (od), the surgeon found out that there was a crack/burst on the lens edge, in the peripheral. The surgeon decided to leave the lens in the patient´s eye and when the patient went back for surgery for the second eye (os - left eye), the patient claimed to see a dark thread in darker light condition. Reportedly, the surgeon does not think the symptoms are linked to the damaged lens. To date there is no planned intervention. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).